Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: an exhalation valve flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found contamination of the hot wire element and the temperature sensor. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to the contamination from customer mishandling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the exhalation valve flow sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that a, 980 ventilator had high volumes. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.